Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left main artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.